Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the physician discovered an undisssolved suture at the patient's incision site. Reportedly, the suture was removed and the patient given oral antibiotics as precautionary. Follow-up identified the patient is still on antibiotics, however there is no infection.